Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he has been experiencing high blood glucose levels in the range of 300 mg/dl for the past week. The customer stated he has not been hospitalized for high blood glucose, but he was treated by the paramedics due to a low blood glucose of 30 mg/dl. The customer stated that he was driving a vehicle, and was involved in an accident due to the low blood glucose. Nothing further was reported.